Manufacturer narrative:
It was confirmed that the ¿circuit disconnected¿ alarm issue was confirmed during non-clinical inspection when releasing the air outlet port did not activate the patient disconnect alarm. Troubleshooting included performing the airflow accuracy test (test 7), which identified the flow sensor as the source of the issue. The unit was repaired by replacing the flow sensor assembly. Following the repair, functional testing was performed, and the device successfully passed performance specification requirements, confirming proper alarm functionality. The ventilator was returned to service after verification. The defective flow sensor assembly will be returned to respironics. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the "circuit disconnected" alarm did not sound even after releasing the circuit. Additionally, it is suspected that blockage occurs somewhere inside since the "low leak" alarm continuously sounds. The device kept operating during the issue. The device was replaced with the same model one. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. Since it was confirmed that the flow sensor's zero point was offset outside the tolerance, zero calibration was performed, but the issues were not resolved; therefore, the flow sensor needs to be replaced. Investigation remains ongoing